Event description:
The suture began fraying while suturing in the graft during an aortic femoral bypass. The surgeon obtained another suture and continued the procedure with no adverse consequence to the patient.